Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was unknown. It was reported that the pump stopped on friday night ((B)(6) 2020) and started alarming. A code came up on the ptm, ¿it was something like 8746¿ (interpreted as motor stall code of 8476). She is in the ER and was told there is a manufacturer¿s representative (rep) at a health hospital, but the patient does not know where he is. The patient was asking how to find the rep. ¿about 5 years ago a rep was able to turn off the alarm.¿ it was reviewed that the hcp can contact nas to page a rep. There were no symptoms reported. There were no further complications reported/anticipated.